Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient experienced high blood glucose level due to a bent cannula. Therefore, they tried to treat it with bolus via the pump, daily multiple injection, consumed carbohydrates and glucagon injection, but on (B)(6) 2022, the patient was hospitalized due to high blood glucose level. His highest blood glucose level was 19 mmol/l and had high ketone level which was assessed as dangerous/life threatening by the healthcare profession. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.